Event description:
It was reported to philips healthcare that the device had an ECG equip malfunction inop message and ECG bias status log entries. There was no patient involvement.

Manufacturer narrative:
(B)(4).